Event description:
Following a diagnostic procedure, which revealed normal coronary arteries, an angio-seal device was inserted without reported difficulty. The following day, 09/30/99, the right leg became ischemic. An ultrasound was performed and the pt was taken to surgery for removal of the angio-seal device. During surgery it was noted that thrombus has formed around the suture knot. The pt was reported to be in satisfactory condition following the surgical procedure.